Event description:
The connection between the minicap and the transfer set dissolved. There was no prophylactic antibiotic treatment given. There was no patient injury or medical intervention associated with this incident.